Event description:
Initial report: the patient sustained a fractured ulna on (B)(6) 2012 and underwent an orif of the ulna and was implanted with a plate and six screw construct on (B)(6) 2012. Post-operatively, the patient presented to the athletic department at school with pain in the arm. X-rays were taken on (B)(6) 2012. The x-rays showed that the plate was broken. The patient had a follow-up visit with the implanting surgeon on (B)(6) 2012 and x-rays showed the hardware still in place. The patient was treated with a cast and bone stimulator with plans for revision surgery. Updated information: the revision surgery took place on (B)(6) 2012. It was noted that the only broken hardware was the plate. The screws were removed without incident. The plate was replaced with an lcp plate.

Event description:
Patient sustained a fractured ulna on (B)(6) 2012. Patient underwent an orif of the ulna and was implanted with a plate and six screw construct on (B)(6) 2012. Patient went to school and started to experience pain in the arm. Patient went to schools athletic department where x-rays were taken on (B)(6) 2012. The x-rays showed the plate as broken. The x-rays were forwarded to the implanting surgeon. Patient had a follow up visit with the surgeon on (B)(6) 2012 and x-rays showed the hardware still in place. Surgeon plans to remove the hardware in (B)(6) 2012, however, surgery has not been scheduled. The patient is currently in a cast and bone stimulator.

Manufacturer narrative:
According to the product development evaluation, the failure mode described in this complaint was identified by product development in the design clinical risk management document. The severity of harm and rate of occurrence were appropriately assigned according to a review of the complaint history and sales data. There is no information available regarding the mechanism that caused the plate to fail which makes it impossible to determine whether the design of the device could have contributed to the complaint. This complaint must be dispositioned as indeterminate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Surgeon plans to revise the patient in (B)(6) 2012. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for lot 4405597 revealed the buttress compression nut for 357.371 was manufactured by ef precision. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Update description to report revision surgery. A device history record review was conducted. Part number 241.371, lot number 6548471 had no ncrs. Material lot 6226974 from which these parts were made had no ncrs and certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturer evaluation showed received condition of the plate was broken into 2 parts with some additional minor marking/scratching consistent will normal field usage. Pertinent related dimensional features were measured and passed per inspection sheet 241if331 rev. U and erm316l pi9 00x1 00 rev. F. Measurements at the hole in which the part broken were unobtainable. Inspection / measurement of the returned part showed that it meets all dimensional and visual requirements for pertinent features at undamaged locations closest to the failure. Due to the returned part condition, all related features are not measurable, so this complaint is deemed indeterminate. Concomitant device reported in error; no concomitant device. Incorrect information, a review of synthes device history records for lot 4405597 revealed the buttress compression nut for 357.371 was manufactured by ef precision. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition) reported on follow-up #2 and has been removed.

Event description:
This is report 1 of 1 for complaint (B)(4).